Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 9/14/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in the original package box. The sample was evaluated. The plunger was observed advanced and locked. No molding, coating, and/or assembly issues were observed. Inspection at 10x microscope magnification was performed. No viscoelastic residue was observed inside the cartridge. The lens was observed stuck at the cartridge tip. The cartridge tip was observed cracked by the pushrod. The complaint was confirmed. Based on how the lens was stuck and the way the haptic broke, it¿s probable that there was resistance requiring extra force that could be related to the absence of viscoelastic observed. The use of viscoelastics is required when using the product and the preloaded delivery system. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge blew out at the end during product handling and prior to insertion of the intraocular lens (iol). During follow up, the customer indicated that the cartridge broke at the end as the technician was engaging it to give it to the surgeon. There was no patient contact. The procedure was completed with another iol. No additional information was provided to abbott medical optics.